Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mild tortuous, severely calcified lesion in the mid proximal right coronary artery (rca). The device was inspected with no issues. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent could not cross the lesion and stent deformation occurred in vivo during positioning. It was reported that the proximal stent strut lifted off the balloon when retracted through the guide liner support catheter. The procedure was completed using a resolute integrity 2.25x26mm stent. It was reported that the patient is alive with no injury.